Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history check as lot number is unknown. Will continue to monitor on monthly trend reports.

Event description:
Consumer reports receiving burn on stomach after using heat patch. Went to doctor who indicated that it was a (second) 2nd degree burn and recommended over-the-counter products for use. Follow-up with consumer indicated that burn was healing but it is leaving a scar.